Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated they were trying to connect to their implanted neurostimulator using their handset and communicator, but the lights on the communicator were flashing green and blue continuously and would not stop. The patient clarified along with the communicator lights, the handset was showing them the 'not found' screen. The patient stated the issue started today. The patient had the connect screen to 'scan code' or 'enter manually.' The agent walked the patient through enter manually, followed by scanning the qr code on the communicator, but neither resolved the issue. The agent assisted the patient in restarting the handset and mystim app, toggling off wifi, resetting bluetooth and location, resetting the communicator, and the patient was able to successfully connect to the implant. The patient mentioned they do not want to make any changes to their settings being on group a with intensity at 3.8 and stimulation was on and that's where they would like it. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: tm91scs, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.